Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Upon reviewing stored electrogram, the implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing caused due to post paced t wave oversensing. The patient did not receive any therapy during oversensing. The device was programmed to resolve the issue. No patient symptoms were reported.